Manufacturer narrative:
The suspect device was not returned to olympus for evaluation and a root cause could not be established. The user facility resolved the reported problem upon replacing the lamp.

Event description:
A user facility reported to olympus that their device generated an e103 error. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause was accidental failure in the lighting part (igniter board) of the light source unit, causing failure to light up the xenon lamp.